Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn : m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
The patient was experiencing inadequate simulation due to lead migration. The patient underwent a lead explant procedure. The explanted devices will not be retuned as they were discarded by the medical facility.